Event description:
It was reported that the patient was doing arm exercises and felt something in their chest. An x-ray confirmed that the right ventricular (rv) lead had dislodged and was in the atrium. The patient was taken in for a lead revision and upon opening the pocket, the suture sleeve was loose. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.